Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) interlink system injection sites had cracks. This was observed during testing. There was no patient involvement. No additional information is available.